Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 3.4, 1.3; lab: 1.8, 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4, 1.3; ref: 1.8, 2.6; mean: 2.60, 1.95; confidence limits: 1.6-3.4, 1.3-2.7. Per tsr, tests between lab and inratio were performed at the same time. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Troubleshooting investigation found improper testing technique. Fingerstick training was provided. Meter and strips were not expected to be returned. Further testing is not required at this time. Trend analysis is not required because complaint was not confirmed. No corrective action required at this time as no product deficiency was established. Investigation results from (B)(4). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates of both samples for lot 214533 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.